Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was brought into the clinic for oversensing and inappropriate shocks. An automatic setup was run and all vectors were failing. The vector was re-programmed to primary and smart pass was off. The therapy was not exhausted. Upon review of the events, it was noted that the signal was very low, leading to oversensing and inappropriate shocks. An x-ray was performed and the s-ICD system was found to be in a very good position. Device replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was brought into the clinic for oversensing and inappropriate shocks. An automatic setup was run and all vectors were failing. The vector was re-programmed to primary and smart pass was off. The therapy was not exhausted. Upon review of the events, it was noted that the signal was very low, leading to oversensing and inappropriate shocks. An x-ray was performed and the s-ICD system was found to be in a very good position. Device replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.